Event description:
A 56 y/o female, diabetic, 230 lbs, large heart with possible atrial septal defect was treated with angiojet and UK for axillary/high braichial artery thrombus on 2/12/98. On 2/13/98, site called to report that pt was in acute renal failure. On 2/12/98, angiojet lf140 was run for approx 500cc's (approx 8 minutes). Pt did have hemaglobinuria that was described as chocolate in color while on the table. Angiojet removed 1/2 to 2/3 of the clot and UK was given. Baseline creatinine was 1.2 and 1.8 overnight, bun was 20. Pt was voiding approx 10cc/hr and was going on temporary dialysis. Pt complained of chest, arm and back pain during the aj procedure. 2/13/98 follow-up call by pmi tech service to dr confirmed that lf140 and pump set had been discarded after treatment.